Event description:
It was reported that the patient with this device was experiencing dizziness with a heart rate at 30. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).